Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Multiple attempts to obtain additional information on this event have been unsuccessful. It is likely that the patient¿s native valve disease progressed to the point that the native valve required complete replacement. There is no indication of a product quality issue.

Manufacturer narrative:
Product analysis: the device will not be returned for evaluation. Conclusion: attempts to obtain additional information have been unsuccessful. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 4 years 2 months post implant of this 29mm mitral bioprosthetic ring, the ring was replaced with a 29mm mitral bioprosthetic valve. The reason for the replacement is unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.